Manufacturer narrative:
Section a4: patient weight was requested but not provided manufacturer's investigation conclusion: the submitted log files were evaluated and confirmed no external power alarms. The analysis of the log files revealed multiple low power hazard and power cable disconnect alarms from (B)(6) 2026, which progressed to a no external power alarm and resolved within 1 minute of activation when power was restored to the system. These alarms activated due to the relative state of charge within either power cable fluctuating below the alarm thresholds. The pump operated within the expected parameters throughout the log file. The backup battery supported the pump as intended during the loss of external power. No other notable events or alarms were observed in the log file. The mobile power unit (mpu) (serial number (B)(6)) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the alarms could not be conclusively determined through this investigation. Relevant sections of the device history records for the mobile power unit, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's history showed 9 low voltage and 6 no external power alarms. Log file review was requested which revealed no external power events while on mobile power unit (mpu) power on (B)(6) 2026 at 1:40:33, 11:03:15, 21:00:29. And potentially a 4th event on (B)(6) 2026 at 21:59:27, however as this event was not fully captured in the log file do to earlier data being overwritten this could not be confirmed. These event's were caused by power to the mpu being interrupted. The emergency backup battery (ebb) properly supported the pump during these events. It was noted the mpu had a v-lock connector. The ventricular assist device (vad coordinator noted that they had seen the locking mechanism fail to engage if it got squished by the patient cable end.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.